Event description:
According to available information, this device required replacement, due to deflation. The patient placed the device on a monday evening and by thursday morning it fell out, because the balloon deflated. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing. Coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.